Event description:
It was reported that following the implant of the left ventricular lead the patient experienced dyspnea. Chest x-ray and computed tomography (CT) scan confirmed left pneumothorax. The patient had video-assisted thoracic surgery (vats) and prolongation of existing hospitalization and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).